Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds. Further, fluoroscopy revealed that rv lead had no appropriate slack. Moreover, the physician opted to reposition the lead and added slack. This rv lead remains in service. No additional adverse patient effects were reported.